Event description:
It was reported by arjohuntleigh representative: 'patient was being hoisted from bath using ambulift hoist. When the caregiver turned the hoist anticlockwise using the chair handles, the chair completely detached from the hoist, the chair and patient both made with contact with floor.' The technician was abel to verify this by recreating the device malfunction and finding that the chair can be detached without releasing safety catch. The device had his last maintenance on (B)(6) 2013 done by the third party service provider, the device is not under an arjohuntleigh service contract. Additionally it was reported that patient and also caregiver sustained bruising. Patient was seen by medics. The injured went to emergency room but were not hospitalized. Patient visited hospital on following day. There were no further actions. Please refer MFR report # (B)(4).